Manufacturer narrative:
(B)(4). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database identified no previous incidents reported for single leaflet device attachment (incomplete coaptation) from this lot. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the device was functionally inspected per the instructions for use (IFU) with no issues noted. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions, as the reported cleft in the leaflet likely contributed to the slda. There does not appear to be any evidence of a quality deficiency associated with this device. It was further reported that the mitral regurgitation (mr) was noted to have increased to grade 4 with the discovery of the slda clip. The increased mr was likely a cascading effect of the clip detaching from the posterior leaflet. The patient effect of worsening mr is listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, resulting in increased mitral regurgitation and additional clip implantation. It was reported that one mitraclip was implanted on (B)(6) 2015, reducing functional mitral regurgitation (mr) from grade 3-4 to 1. Post procedure, the patient was doing fine but during the night became acutely worse. The next day, it was discovered that the clip detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet. A second mitraclip procedure was performed on (B)(6) 2015. Another clip was implanted proximal to the initial clip with no issues. The mr grade was reduced from 4 to 1. The echocardiographer stated that the initial clip had been positioned too close to a pre-existing cleft in the posterior leaflet that was not discovered until the procedure had begun. No additional information was provided.